Event description:
Vascor model 111-256 ventricular pacing lead implanted 1997 demonstrating a significant drop in bipolar impedance indicating impending insulation failure. Impedance at implant =790 ohms, 1997. Impedances ranged from 678 bipolar 10/14/97, 11/24/97 718-776 ohms. Then 2/9/98-2/15/99 - 794-918 ohms. Initial drop occurred 5/24/99 - 586-604 ohms, 7/6/99 - 534-568 ohms - 8/24/99 - 482-534 ohms bipolar. Sensing threshold also deteriorated significantly on 8/24/99 from >7mv to 4.0mv bipolar. 8/24/99 a bipolar resistance 562-619 ohms. Pt referred to the surgeon for elective replacement of lead prior to failure.